Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. The alarm was cleared. The drive support cap was flushed. A motor position encoder error alarm appeared in the alarm history. Customer's blood glucose level was 150 mg/dl. The insulin pump alarmed motor error 4 times in the last 30 days. Customer was not able to exit the rewind screen. The customer was advised that the device would be replaced and agreed to return the product for analysis.